Event description:
Pt called lfs in 6/2003 alleging the ot ultra meter would not power on. Pt reported experiencing the symptom of sweating while trying to test on the meter. Pt took the "routine medications" and then tested on the niece's meter a half-hour later. The result on their meter was 126 mg/dl. Pt did not seek medical intervention. The issue with the meter was not resolved with troubleshooting. No further info has been reported.